Manufacturer narrative:
Intuitive surgical, inc. Has received the small grasping retractor associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint of broken/loose cable. Failure analysis found the primary failure of broken/loose cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contained the crimp was missing from the clevis, however the broken cable containing the crimp was returned with the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use condition procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have the flush tube guide dislodged. The root cause of this failure is attributed to mishandling/misuse. A review of the instrument log for the small grasping retractor part# 470318-10/(B)(4) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2021 on system sk0147. There were 6 uses remaining. As of 12-apr-2021, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. During this event, a fragment reportedly fell into the patient, but all fragments were retrieved and no additional surgical intervention was required. However, unintended fragment(s) falling into the patient may require surgical intervention. The cause of the fragment falling inside the patient remains unknown. Although no patient harm, adverse outcome, or injury was reported, the fragment that fell into the patient and the broken pitch cable found during failure analysis could cause or contribute to an adverse event if the malfunction were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the small grasping retractor's cable broke and fell into the patient. Since multiple cables broke, the surgeon was unsure if there were any other fragments that fell into the patient. Because of this, they had a flat plate x-ray taken intraoperatively. This delayed the case. No other pieces of cable were identified on x-ray. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on (B)(6) 2021 and obtained the following additional information: the instrument was inspected prior to use. The surgeon was retracting and dissecting when the instrument cable broke. The small grasping retractor did not collide with other instruments or tools during the procedure. There were no images or video recordings available. Patient demographic information was not released. There were no tests performed. There was no relevant patient information provided, including pre-existing medical condition.

Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported.

Event description:
Refer to h10/h11 for follow-up information.